Event description:
It was reported that ???/hour glass/no readings/sensor error occurred. The sensor was inserted into the abdomen on (B)(6) 2022. The patient became hypoglycemic and lost consciousness. The patient's spouse indicated the alert had sounded normally for the sensor error, and no values had been displayed before the patient lost consciousness. The patient's spouse called the paramedics. The paramedics treated the patient with glucose at home and was not transported to a hopsital. At the time of the report, the patient had fully recovered. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Initial reporter email address: (B)(6). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.